Event description:
It was reported that the anchor fell out. No patient injury reported.

Manufacturer narrative:
The complaint stated: ¿it was reported that the anchor fell out.¿ the device was used for a shoulder slap procedure. The suture is in place and still tethered to the device handle. The anchor is entire and still attached to the suture. There is a scuff mark on one fork tip and a scratch on the flat of the nitinol inserter. This indicates contact with an instrument or device. There is damage to the inserter¿s distal tip which indicates force was a factor. Per IFU: ¿do not use sharp instruments to manage or control the suture. Only use the recommended drill bits and drill guides intended for use with the suture fix ultra suture anchor. Use of other instruments may injure the patient, damage the instruments, or compromise fixation. Ensure the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair.¿ no root cause related to the manufacture of this device was determined.

Manufacturer narrative:
Due to no product was returned, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation were not possible. The product met specifications upon release to distribution. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited.